Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system demonstrated a notable decrease in impedance compared to the last in clinic evaluation. A breakdown of the defibrillation vectors indicated directional changes consistent with evolving lead characteristics. Technical services reviewed historical system data and identified a gradual upward trend in baseline in shock lead impedance over several years. Based on the vector patterns and impedance trends, the findings suggest significant calcification of the proximal coil relative to the distal coil. A defibrillation threshold test (dft) should be considered to ensure the system remains effective in a single coil configuration. The healthcare provider acknowledged and understood the recommendation. This device remains in service. This device was not returned for analysis. The product investigation determined that the "known inherent risk of device" investigation conclusion code was selected based on product record and reported observation review. Additional information was received that this crt-d was explanted and returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system demonstrated a notable decrease in impedance compared to the last in clinic evaluation. A breakdown of the defibrillation vectors indicated directional changes consistent with evolving lead characteristics. Technical services reviewed historical system data and identified a gradual upward trend in baseline in shock lead impedance over several years. Based on the vector patterns and impedance trends, the findings suggest significant calcification of the proximal coil relative to the distal coil. A defibrillation threshold test (dft) should be considered to ensure the system remains effective in a single coil configuration. The healthcare provider acknowledged and understood the recommendation. This device remains in service. This device was not returned for analysis. The product investigation determined that the "known inherent risk of device" investigation conclusion code was selected based on product record and reported observation review. Additional information was received that this crt-d was explanted and returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.